Event description:
Patient had 1 degree tha with accolade stem & trident acetabular component. The alumina on alumina bearing was "squeaking" and patient complained of pain. On revision 2006 the head had a metallic stripe on the supeior pole, likely from unstable joint 2 degree to very vertical acetabular shell.